Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that it was hard for them to get out of bed and walk and this caused them to miss a few days of work. The patient reported that the replacement antenna resolved their issues. No further complications were reported or anticipated.

Manufacturer narrative:
Event date year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that there was a 375 error code on the recharger. It was also reported that the patient had not been able to charge their ins and their legs felt like they had (B)(6) pounds on them since (B)(6) 2017. No further complications were reported or anticipated.